Event description:
It was reported that the patient's pain resolved 2013 (B)(6) and the seroma resolved 2013-(B)(6). The fluid aspirated from the lateral edge of the pump pocket was attributed to residual from the original surgery.

Manufacturer narrative:
Catheter: model 10642, lot# j1105884r. (B)(4)

Event description:
It was reported that symptoms of remodulin subcutaneous exposure began within minutes following pump refill, beginning with erythema around pump site and overall body flushing. The symptoms progressed to stomach cramps, nausea, and tachycardia. The pump site became swollen and painful and the area that tracts along the catheter right lateral side became warm and painful, erythema and pain were noted at the injection site. The patient was transfer to the emergency department (ed) where she had one episode of "stabbing chest pain" and headache. The pump dosage was decreased 20% initially and then was incrementally increased returning the pump to original setting. Pump interrogation and echocardiogram (ECG) were "normal." Abdominal ultrasound performed to check for fluid in the pump pocket, a small amount of serous fluid (8cc) was aspirated. It was thought to be a "small seroma" not remodulin. There was no scent of remodulin detected. Abdominal computerized tomography (CT) was negative. Patient was admitted for one overnight in the hospital. The pump site pain and flushing continued, but to a lesser degree. The stomach cramps, nausea, tachycardia, pump site swelling <(>&<)> erythema, injection site pain <(>&<)> erythema, chest pain, headache, pain around right lateral side (catheter) had resolved. It was believed, the event was related to the remodulin injection and the refill process. Medications received included acetaminophen, oxycodone, and hydromorphone. Ice pack was applied to the site as well. It was later reported that as of the date of hospital discharge all symptoms except for flushing had resolved. By four days post hospital discharge the flushing had resolved.